Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the liner would not seat. As a result, a 30 minute delay occurred and another liner was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. The product was found to be damaged upon return and the examination of the device determined if this damage was created during the first attempt to seat the liner then it is enough to prevent the liner from seating during the following attempts.